Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the neuron max 6f 088 long sheath (neuron max) was stuck to the packaging mandrel and while removing the neuron max, the tip of the neuron max broke off. The damage to the neuron max occurred prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using another neuron max.

Manufacturer narrative:
Results: the returned device was damaged at the distal tip. The packaging mandrel had shifted underneath the packaging tape. Conclusions: evaluation of the returned neuron max revealed that the catheter was damaged at the distal tip. Further investigation revealed that the packaging mandrel was loose from the packaging tape. If the packaging mandrel is loose from the packaging tape, the tip of the catheter may become pinned between the packaging mandrel and the packaging tub. If the catheter is forcefully retracted while pinned, the tip of the catheter may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.